Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A user facility reported that a 2008t hemodialysis machine started smoking while undergoing a rinse cycle. A patient was not connected to the machine at the time of the incident. A visual examination was performed by the site biomedical technician who noted that the glue that holds the transformer casing melted and dripped into a pool of liquid on the floor. The biomed revealed that the transformer and some capacitors were replaced to resolve the issue. The unit was returned to service without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, the user facility made no request for an on-site repair to be performed by a fresenius regional equipment specialist (res), and no parts were returned to the manufacturer for evaluation. Therefore, the failure mode cannot be confirmed. Although the complaint was not able to be confirmed, the following system information was provided by the user facility. The biomedical engineer replaced the transformer and some capacitors which resolved the issue. Functional testing performed by the biomed confirmed the unit was operating properly. The unit was returned to service at the user facility with no further issues being reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.